Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the hf sensor implant procedure( (B)(6)) rv lead of the implanted dual chamber ICD dislocated while removing the catheter. The patient underwent additional surgery to replace the lead. Hospital admission was prolonged due to the issue. The patient is a clinical study patient and the issue is not related to the device but to the procedure.